Event description:
Information was rec'd from an international service provider that during the repair evaluation the device was reported to have an unstable alarm sound. The alarm was replaced to correct the problem. The device was not reported to be in pt use at the time of the event and there was no reported pt harm or injury. A request has been made for the return of this device to the MFR for root cause analysis. If further pertinent info becomes available, a follow up report will be submitted.

Manufacturer narrative:
Na